Manufacturer narrative:
The manufacturing records were reviewed, and no non-conformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient had a blister at her anchor site. The physician removed the blister and irrigated the pocket. There have been no reports of further complications regarding this event. The patient is still using stimulation and receiving effective pain relief.